Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, contrast could not be injected into a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter and the balloon leaked. There were no reported injuries to the patient. The target vessel was the carotid artery with a stenosis percentage of 90%. The device was stored and prepped per the instruction for use (IFU). There was no difficulty removing any of the sterile packaging components. There was no observed damage to the balloon. Additional details were requested but were unknown. The device was returned for analysis. A non-sterile ¿aviator plus .014 4.0x30 142cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed no damages or anomalies. The balloon was received deflated and properly pleated. No other notable details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. The balloon inflation test involved applying positive pressure with the inflator/deflator device to reach the rated burst pressure. However, inflating the balloon was not possible due to a leak in the luer hub caused by a crack. The luer hub was inspected with a vision system, confirming the crack. The cracked area on the hub showed evidence of fatigue striations, which are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength prior to cracking. The balloon surface was also inspected with the vision system, and no damages were observed. The reported ¿balloon leakage-during positive pressure¿ was not confirmed during analysis of the returned device. The exact cause cannot be determined. The product evaluation did not reveal any defects or malfunctions noted to the balloon material; however, subsequent findings of a luer hub cracked was confirmed. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported as these findings prevent balloon inflation. Overtightening is often the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 7. Attach a three-way stopcock to the catheter¿s inflation port. 8. Purge the air from a partially filled syringe and connect the syringe to the stopcock. 9. Open the stopcock and induce negative pressure.10. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. 11. While maintaining the negative pressure, close the stopcock to the inflation port. 12. Remove the syringe and purge the air. 13. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. 14. Prepare an inflation device with diluted contrast medium. 15. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. 16. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after catheter prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, contrast could not be injected into a 4mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter and the balloon leaked. There were no reported injuries to the patient. The target vessel was the carotid artery with a stenosis percentage of 90%. The device was stored and prepped per the instruction for use (IFU). There was no difficulty removing any of the sterile packaging components. There was no observed damage to the balloon. Additional details were requested but were unknown. The device will be returned for evaluation.